Manufacturer narrative:
Quality assurance analysis revealed that the acculink was returned with blood and contrast visible in the shaft. The stent had been deployed and was not returned. The catheter was returned separated into two pieces. The tip of the catheter was returned separated from the shaft with 21.5 cm of guidwire lumen and 4cm of the distal end of the hypotube (bayonet) still attached. The proximal marker band was loose and had slid distally on the guidewire lumen and was located just proximal to the distal marker. There was a kink in the guidewire lumen located 17.6 cm proximal to the tip. The distal outer member was kinked 4 cm proximal to the distal end of the outer member. There were two major kinks in the shaft located 80 cm and 105 cm distalto the strain relief tubing which had caused the hypotube to separate. There were wavy bends on the remaining proximal portion of the hypotube. There was no other damage to report. The handle was returned in locked position and the slider was retracted 5 cm from the distal end. Quality engineering was unable to complete their investigative analysis at the time of this report. Results and conclusions will be forwarded upon completion.

Event description:
Device malfunction: sds separated in the artery and medical intervention was performed. Time of malfunction: during the procedure in 2006. Symptoms: none. It was reported that during an internal carotid artery stenting procedure, in 2006, a non-abbott 6f guiding catheter was introduced into the cca. In spite of predilation with a non-abbott 3.5x20 balloon, a non-abbott 9x30 stent couldn't pass the stenosis. A non-abbott sheath was then inserted to get more stability. Multiple predilatation was done using a non-abbott 6x20 balloon, but the non-abbott stent couldn't pass the stenosis. Next an acculink 7-10x30 stent was placed and deployed in the stenosis. The delivery system was pulled back and a non-abbott 6x20 balloon was inserted to postdilatate the stent, but the balloon would not cross the stent. The procedure was stopped. In the final control series the stent double markers were seen as separated and flushed off distally in the pars petrosa reaching the carotis siphon. Due to the preceeding exploration problems and the lack of patient cooperation, the physician decided against immediate device recovery. An x-ray of the head, done later in the evening on the same day, showed the distal segment was unchanged in position; however, there was suspicion that the proximal end of the separated segment might reach further, at maximum just before the stent. A cranial CT scan, performed on the same day, found no territorial infarction and no bleeding. A decision was made to recover the sds segment. Fluoroscopic check and single-frame radiography, done on the next day, showed the proximal end of the segment was located in the common carotid artery. A retriever salvage system was inserted and the sds segment was recovered and removed. The final angiogram showed no embolic branch occlusions and further improved perfusion from right to left hemisphere. No additional information was available.